Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The user tried to insert the iab into the saf sheath, however, the iab could not be advanced. As a result, the iab was exchanged. There were not reported patient complications. Additional information received by arrow (B)(6) on (B)(6) 2010 stated that "the md did not remove the saf sheath and the iab as one unit, only the catheter was exchanged. The tip of the balloon was not inserted into the sheath deeply."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.